Event description:
User experienced an extensive leak coming from the analyzer. The water was on the floor and in the walkway. No one had slipped or fallen due to the leak. No patient samples were involved. The field service representative determined the replaceable seals in the probe cleaning station were punctured by the probes. He replaced the cleaning station seals. Performance tests were performed.